Event description:
Video capsule was deployed endoscopically after successful pairing with the receiver / recorder. Receiver was placed on patient and patient was discharged home. After patient left, pt called stating that the receiver appeared to shut down noting that it emitted a long continuous beep followed by the led ceasing to flash. Endo staff contacted medtronic tech support and were told that the device appeared to be defective. Pt was informed to bring recorder back for upload so the log files could be reviewed by medtronic. Endo staff is continuing to work with medtronic to identify the cause of the malfunction. This is a disposable device. Result is an incomplete capsule study that will have to be repeated.